Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in detail what was the issue with the device. What do you mean by ¿not nuning locking and not correctly securing the clamps¿? Did the device jam? Or when the trigger was depressed, no straps were deployed?, or "straps" were deployed but were not adhering to tissue or mesh? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a herniorraphy procedure on (B)(6)2023 and absorbable straps were used. The device was not nuning locking and not correctly securing the clamps. Discarded material due to patient being positive serum. There were no adverse patient consequences reported. Additional information has been requested.